Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion displayed e8 (power interrupt). The patient was unable to confirm the e8 message because the check button would not function. No adverse event was reported. The infusion device was requested to be returned for product evaluation.